Event description:
Ob gyn surgeon was doing an abdominal sacrocolpopexy and a posterior colorrhaphy burch urethropexy repair which required a lot of suturing, as he was suturing the needle broke just above the eye. They looked in the needle holder and driver jaws but could not recover the broken piece. The broken needle was not retained.

Manufacturer narrative:
Method: device from the same box and lot were tested for hardness and bend test.